Event description:
A customer reported that on (B)(6) 2011, she performed a blood glucose test at 9:00 am using her adc blood glucose meter and received a "normal reading" of 160 mg/dl. She further reported that approximately one hour later, she began to experience "cold sweats, a panic attack and an irregular heart beat". Paramedics were called and received a reading of 60 mg/dl on their unknown brand of meter. Customer reportedly received glucose via intravenous infusion on the scene and had her "heart rate checked, which showed an irregular heartbeat." Customer was transported to a local healthcare facility where she was reportedly diagnosed with hyperglycemia and dka (diabetic ketoacidosis). Customer was reportedly treated with orange juice, in addition to "having tests on kidneys and liver." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1168048) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-report will be submitted once additional information is obtained. It should be noted: the reported readings and treatment are inconsistent with the reported diagnosis. Multiple, unsuccessful, attempts have been made to contact this customer to clarify details of this complaint.